Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found haptic bent, with residue and debris on lens. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 -15.00/2.0/080 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Low vault with rotation; refractive surprise; pupil block; elevated iop; and angle closure were reported. The lens was explanted and later replaced for a longer length lens on (B)(6) 2020. This resolved the problem. The reporter also notes "stable icl vault, iop, vision, temporal suture in situ." Claim # (B)(4).

Manufacturer narrative:
Weight: unk ethnicity: unk. Race: unk. Date of event: unk. Date rec¿d by MFR: this product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -15.00/2.0/080 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. An additional of new pi, yag and the lens was exchanged with a for a longer length lens, due to pupil block with elevated iop (32mmhg) and angle closure with elevated iop (32mmhg) observed on (B)(6) 2020, refractive surprise, and low vault on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown, "sizing difficult, may be because of asian eye, or abnormal sulcus. Reportedly, patient "stable vault, stable iop, clear cornea. Per the reporter on (B)(6) 2021, "patient has successfully taken the replacement lens and is very happy with the results with no further problems reported.